Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the faulty therapy pcb assembly but the conclusive root cause still can not be determined since the part was not available for repair. The therapy pcb will be replaced once it is available.